Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having problems in programming their device and needed help with their device. It was provided that they were experiencing diarrhea and a gradual return of symptoms the last couple of months. The patient mentioned that the bladder stimulator was leaking all the time. When they synced with the programmer during the call, it showed that the stimulation and implant were off. The patient verified that they were on program 3 at 6.0v, and were able to turn the stimulation on. Stimulation was too strong and uncomfortable at 7.0 and 6.0v, so they decreased to a comfortable level at 5.7v. There were no further complications reported as a result of this event. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.